Manufacturer narrative:
Vedr01 ipg implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a near syncopal episode. The right atrial (ra) lead unstable thresholds. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.